Event description:
It was reported that t:slim x2 pump battery would not charge and power source alerts had appeared in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, was instructed to plug wall adapter into a known working outlet and leave pump charging for at least 30 minutes, and during the call battery level rose to 100 percent and alert cleared; customer chose to continue monitoring charging for 30 minutes on original tandem charging supplies, and pump did not shut down.